Event description:
It was reported that the patient had a fusion to correct the patient scoliosis. During the course of closing, the orthopedic surgeon believed that he may have put a suture needle through the catheter. The surgeon had another health care provider (hcp) called into surgery to replace the spinal segment of the catheter. As the incision was not yet closed the hcp was able to place a new spinal segment and was spliced to the pump segment. A priming bolus was done for the new spinal segment and the patient remained on the original dose of 236 mcg/day. The health care provider did not anticipate any issues or complications as a result of the unexpected revision and there were no signs or symptoms noted. The outcome was noted as resolved without sequelae (B)(6) 2012. The pump was used to deliver lioresal.

Manufacturer narrative:
Catheter model #: 8709sc, serial #: (B)(4), implanted on: (B)(4), explanted on: unknown; catheter model #: 8596sc, serial #: (B)(4), implanted on: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).